Manufacturer narrative:
Received one partial drain without original packaging that consisted of a 40 1/4 inch long piece of drain. There was an approximate 9 inch long section that was missing and reported as discarded by the hospital. The drain had only one complete drain eye present and appeared to have torn out of the second drainage eye. The sample was examined under magnification and no evidence of a puncture was observed. The broken surface had jagged edges which is indicative of excessive force having been applied to the drain beyond its tensile capabilities. There was nothing noted in the returned partial sample that showed any manufacturing related deficiencies. The drain was tested for break strength and was found to exceed minimum specification requirements as defined in the international standard for surgical drains. The drain was measured and found to meet the dimensional requirements of the specifications. No potential cause of the reported issue was found in the manufacturing process review. Drains are assembled under a qualified manufacturing process; q.a. Performs visual inspection to verify that there are no cuts or tears on the surface of the tube and performs a break strength test. Internal rejects records review for this part found lot did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains. Standard labeling provides information on how to avoid drain damage and states that surgical removal may be necessary if drain is difficult to remove or breaks. The investigation concluded the breakage was due to post manufacturing damage for use of excessive force.

Event description:
It was reported that the wound drain tubing broke during the initial placement of the drain in a male patient during an unspecified surgical procedure. There were no pre-existing patient conditions that may have caused or contributed to the reported event. There were no problems noted when placing the drain. There was no resistance or any other difficulties noted when pulling the trocar through. The drain tubing broke when it was placed normally. No further complications were reported.